Event description:
On february 9th, 2009, a crna contacted an aspect rep regarding a case which occurred on (B)(6) 2009. According to the crna, the pt underwent back surgery in the prone position for eight hours. This pt had multiple medical issues (asa IV) and t10 paralysis from a compressive injury. The pt had been very ill 2 weeks pre-op secondary to a newly diagnosed ca. Per the crna, the pt's skin was swiped with a sure prep skin wipe prior to the application of the bis sensor. Also, the pt's skin was well-worn from years of sun exposure. During surgery, the pt was face down for approximately 8 hours with the head resting on a foam prone pillow. The pt did not do well immediately post-op. The pt was in pulmonary edema and had developed an intra-op coagulopathy. The pt's face was quite edematous and covered with secretions when turned to the supine position. The hospital wound care was immediately contacted by the ICU staff to manage irritation and two ulcers the size of a dime on the pt's forehead which coincided with electrodes one and two of the bis sensor. The crna stated the physicians at the hospital believe the mark was more of a pressure sore. Twice a day, the pt's forehead was cleansed with an antimicrobial solution, then an antibiotic ointment was applied. According to the crna, the skin appeared much better within twenty four hours. After 48 hours post-op, the 2 ulcerated areas remained. The ulcerated areas scabbed and completely resolved within one week.

Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retained product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states that "if skin rash or other unusual symptom develops, stop use and remove" and "limited to short term use (maximum of 24 hours)." Device functioned as intended and did not malfunction. We consider the administration of antimicrobial solution and antibiotic ointment is to prevent permanent injury. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Our investigation concludes that this incident did not result in permanent damage or permanent impairment, did not cause or contribute to a death, and did not malfunction. However, the use of antimicrobial solution and antibiotic ointment was medical intervention to prevent serious injury. Therefore, an MDR is required.